Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cap was lost in the patients esophagus during an endoscopic submucosal dissection (esd) gastroscopy. The cap was retrieved with a grasping forceps. The cap was found cut in two on one side after it was retrieved. There was no injury to the patient.

Event description:
It was reported, that the incident caused a 5 minute procedural delay. However, it was confirmed, that the procedure was completed with a similar device. Moreover, the medical opinion of the facility was that the issue potentially increased the risk of perforation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus and a tear was noted. However, no reportable device malfunctions were observed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The subject device was manufactured in november 2023. Based on the results of the investigation, the root cause of the reported event (device tear and falling off into patient¿s esophagus) could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which states: ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage¿. ¿if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section¿. ¿do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol or the xylocain spray to lubricate the instrument. Doing so, could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient¿. ¿be sure to wipe away any excess lubricant before mounting the instrument. And secure the instrument firmly, using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity, during use and cause patient injury, such as mucous membrane damage¿. This supplemental report includes information added to a2, a3 and b5 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.